Event description:
It was reported that was the patient was revised from a gamma nail to a bipolar total hip. Sales rep is not aware of reason for revision.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.